Event description:
It was later reported that high impedance was not seen on the patient's previous generator. The explanted generator is not available for return. The following troubleshooting steps were performed in the operating room to rule out a generator issue. The pin was re-inserted and visualized past the setscrew connector block. The header was irrigated with saline, and generator diagnostics were ran with the test resistor. The lead was also visualized for any breaks. It is unknown whether x-rays were taken. No known surgical intervention has occurred to date.

Event description:
It was reported that patient had surgery for high impedance and prophylactic battery replacement. High impedance was still seen after generator replacement. It is unknown if the patient will be scheduled for a lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date. Suspect device has not been received by manufacturer to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.